Event description:
A report was received that the patient underwent a revision procedure wherein the physician replaced the ipg, lead and lead extension due to a faulty ipg. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent a revision procedure wherein the physician replaced the ipg, lead and lead extension due to a faulty ipg. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent a revision procedure wherein the physician replaced the ipg, lead and lead extension due to a faulty ipg. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
(B)(4). Additional information was received that indicated the reason for ipg replacement was that the patient had to recharge more frequently. The lead and lead extension were not explanted as previously stated. Only a 2nd lead and extension was added so the patient could receive better stimulation coverage.

Event description:
A report was received that the patient underwent a revision procedure wherein the physician replaced the ipg, lead and lead extension due to a faulty ipg. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
(B)(4). This event is a duplicate of MFR report # 3006630150-2012-02341.